Event description:
It was reported that this right atrial (ra) lead was dislodged. Boston scientific technical services (ts) suggested a revision. The lead was repositioned. No adverse patient effects were reported.